Manufacturer narrative:
Conclusion: according to available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but is not available for investigation. This is a final report.

Event description:
The user's hearing performance with the device is affected and in situ testing shows affected channels. The user was re-implanted. The device is not available for investigation.

Manufacturer narrative:
The device has been explanted but will not be returned to the manufacturer.

Event description:
The user's hearing performance with the device is affected. Reportedly, due to affected channels the device was explanted.